Manufacturer narrative:
An event regarding pain resulting in revision surgery involving a triathlon insert was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as product was not returned medical records received and evaluation: not performed as no medical information was provided. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: complaint history review confirmed that there have been no other similar events for the reported lot. Conclusions: the patient was revised for pain. Pain can occur post-operatively for a number of reasons and is a symptom rather than the cause of the issue the patient is experiencing. The exact cause of the event could not be determined because insufficient information was provided. Further information such as reason for the revision surgery, product return, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient underwent additional revision in (B)(6) 2015 due to persistent pain.

Manufacturer narrative:
The following devices were also listed in this report: triathlon cr fem comp #4 l-cem; cat# 5510-f-401; lot# ec6ej1. Triathlon prim tib baseplate - cemented; cat# 5520-b-300; lot# jdzha. Triathlon sym patella s31x9mm; cat# 5550-l-319; lot# ldj315. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient underwent additional revision in (B)(6) 2015 due to persistent pain.